Manufacturer narrative:
The actual device is being retained by the facility and was not returned for eval. However, upon request, the facility will provide a photograph of the sample. The photograph depicted the spinal needle positioned inside the introducer needle. The introducer needle appeared intact. The fracture area of the spinal needle was not visible, as it was positioned inside the introducer needle. The stylet was also photographed and appeared intact. Past incidents of this nature, indicate that the cannula encountered some type of trauma, which stressed the part beyond its intended design capabilities. This may be the case in this incident, especially since it was reported the physician inserted the needle with introducer at one level and hit bone. When withdrawing the needle with the introducer, the tip of the spinal needle was missing at the point where spinal needle exits the tip of the introducer. However, without the actual sample, a complete investigation could not be performed and the exact nature of the reported incident could not be determined. There are no other reports of this nature against the reported catalog number or lot number. The photograph and all available info has been provided to the actual MFR, for eval. If any pertinent additional info is made available from the MFR, a f/u report will be filed.

Event description:
As reported by the user facility: pre caesarean section: dr inserted needle with introducer at one level, hit bone and decided to try a top level approach. Withdrew needle with introducer, saw that tip of spinal needle missing at point where spinal needle exits tip of introducer. Meconium present indicating caesarean section needed to be done. Another tray was used. Caesarean section performed. Pt was transferred by ambulance to another hosp that night. Neurosurgeon removed spinal fragment the next morning and pt was transferred back to (B)(6). Dr said that the pt had a one inch incision at the retrieval site. Additional info provided by the facility indicated the o.b. Pt was transferred to the facility's tertiary hosp after delivery and the needle fragment was removed by a neurosurgeon, without incident. The pt was returned to the facility. To the reporter's knowledge, the pt has suffered no additional adverse sequela associated with the reported incident. The sample is being retained by the risk mgmt dept.